Event description:
Patient did not require a surgical intervention as a result of posterior capsule rupture. Patient outcome good.

Manufacturer narrative:
Additional information received as to patient did not require surgical intervention and patient outcome good. Additional information received pertaining to patient preexisting medical condition. The suspected tubing cassette was discarded due to product was believed to be contaminated with patient's preexisting medical condition. Placeholder.